Manufacturer narrative:
Device is a combination product. Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-02278. It was reported that following a percutaneous coronary intervention, arrhythmia and death occurred. The target lesion was located in the proximal right coronary artery (rca). The lesion was pre-dilated with an unknown balloon, and prior to stent implant the patient experienced stemi and thrombosis. As the 2.5x24mm promus element plus stent was prepped for use the physician was unable to remove the stylet wire from the device, the physician bent the catheter shaft and the shaft broke near the proximal end of the stent. The procedure was completed with a 3.0x24mm promus element plus stent. One hour following the procedure the patient expired due to heart arrhythmia. The physician does not feel that the implanted stent was a contributor to patient death.